Event description:
It was reported that a soletra was replaced with a restore sensor. A 1x4 pocket adaptor was used as the conversion adaptor. When impedance values were checked after the connection, high impedance measurements were seen between all electrodes and there was a suspicion of connection failure. The same phenomenon occurred, even after the reconnection was made. A new adaptor was opened and replaced, resulting in improvement of the bad impedance. It was later reported that another lead was used and the operation was finished.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: adaptor: model 74001, lot unknown, implanted: na, explanted: na. Adaptor: model 74001, lot unknown, implanted: na, explanted: na. Extension: model unknown, serial unknown, implanted: unk, explanted: na. Two model 74001 lot unknown pocket adaptors were received. Analysis of the adaptors found no anomaly.